Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report a hypoglycemic event and an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter. The sensor was inserted on (B)(6) 2015, and the inaccuracy was noticed on (B)(6) 2015. Patient passed out from hypoglycemia, and was admitted to the hospital on (B)(6) 2015. Sugar water and ns5 - IV was administered to the patient. Once blood glucose levels were above 300 mg/dl, patient was discharged from the hospital. No additional patient or event information is available. It should be noted that the diabetes mellitus is a known contributor to loss of consciousness and hypoglycemia.